Manufacturer narrative:
(B)(4). The reported complaint that the "iab was not able to pass over the guidewire" is not able to be confirmed. The product was not returned for investigation. However, a photo was provided by the customer, and it was reviewed. The photo showed a handwritten incident report note. The reported complaint could not be confirmed from the picture. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the iab was not able to pass over the guidewire. As a result, another balloon in stock was used by hospital and procedure was completed. Product used: arrow iab iab-s840c. The second catheter was inserted at the same insertion site. No medical intervention required. Patient condition is listed as "fine, stable without complications".

Event description:
It was reported that the iab was not able to pass over the guidewire. As a result, another balloon in stock was used by hospital and procedure was completed. Product used: arrow iab iab-s840c. The second catheter was inserted at the same insertion site. No medical intervention required. Patient condition is listed as "fine, stable without complications".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected data: section d.4.-UDI# corrected to (b(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc). Returned with the sample were the supplied semi-finished kit components including a 0.025in guidewire, teflon sheath w/dilator assembly, super arrow-flex (saf) sheath w/dilator assembly, and a pre-dilator; no damage or abnormalities were noted to the returned components. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. A kink to the iabc central lumen was noted at approximately 76.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer also provided a photo for evaluation. The photo showed a handwritten incident report note. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The returned 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 76.1cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 8.7cm from the iabc luer, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iab was not able to pass over the guidewire" is confirmed. During the investigation, a kink was noted to the returned intra-aortic balloon catheter (iabc) central lumen, and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the iab was not able to pass over the guidewire. As a result, another balloon in stock was used by hospital and procedure was completed. Product used: arrow iab iab-s840c. The second catheter was inserted at the same insertion site. No medical intervention required. Patient condition is listed as "fine, stable without complications".